Event description:
It was reported that the iab was inserted in the patient following bypass surgery. The pump began experiencing multiple alarms. The iab was removed and replaced without any complications.